Event description:
It was reported that the customer alleged the pump imitated the load fill tubing step without customer interaction and performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. The pump was replaced for customer satisfaction and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.